Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer took reading at 11:30 pm and got a result of 57. She ate a sugary yogurt because, even though she didn't feel low, she got such a low reading. After the yogurt, she took the reading again and it was 354 then 313. These readings were taken within 10 minutes - and even though she ate in between she feels like the meter gave a false reading in the first place to make her eat the yogurt. After the high readings she took a unit of insulin. Controls were testing within range. Replacing product.